Event description:
It was reported that this pacemaker exhibited oversensing due to small r-wave amplitude resulting in pacing inhibition. Device data was sent to rhythmcare for review. Data review determined the programmed sensitivity setting could have impacted the ability to sense the r-wave. Rhythmcare provided further troubleshooting and programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.